Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device would not ratchet. On (B)(6) 2016, it was clarified that the mesher had been used for surgery, but the surgeon felt that it was not ratcheting properly and it then stopped ratcheting after the first couple of passes. There was no specific event and there was no patient involvement or patient harm/injury associated with the report. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was june 11, 2009 where the device was returned for repair and no problem could be found with the device. This is not a related issue. Initial qa inspection of the skin graft mesher on september 27, 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb was slightly bent on the right hand side. There was minor wear noted to the roller gear and slight galling to the roller shaft extension. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb. The ratchet handle would not ratchet. The 1.5:1 ratio cutter, serial number (B)(4), had nicks to the cutter blade and the roller gear was worn. The 2:1 ratio cutter, serial number (B)(4), had nicks to the cutter blade and the roller gear was slightly worn. The 3:1 ratio cutter, serial number (B)(4), had nicks to the cutter blade and the roller gear was worn. The 4:1 ratio cutter, serial number (B)(4), had nicks to the cutter blade and the roller gear was worn. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 28, 2016 which included replacement of the roller, worn bushings, worn side plates, damaged comb and gears. The 1.5:1 ratio cutter, serial number (B)(4), produced a passing cut. The 2:1 ratio cutter, serial number (B)(4), produced a passing cut. The 3:1 ratio cutter, serial number (B)(4), produced a passing cut. The 4:1 ratio cutter, serial number (B)(4), produced a passing cut. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.118 rev. 32. The reported event was confirmed since during the initial inspection it was noted that the ratchet handle would not ratchet. While during the initial inspection it was noted that the ratchet handle would not ratchet, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device would not ratchet. The mesher had been used for surgery, but the surgeon felt that it was not ratcheting properly and it then stopped ratcheting after the first couple of passes. No adverse events were reported as a result of this malfunction.